Event description:
A woman living with her friends, having just 2 weeks ago moved from california, got 2nd degree burns on the front side of her body (face, breasts, & legs) after a 10 minute treatment in a suntan booth. She is now peeling on the face and breasts. In california she had sun tanning treatments daily and there there was a 1 week lapse before the treatment on 9/13/95. She had never experienced burns or peeling before. She felt very hot after the 10-minute treatment, but didn't feel the burn until later in the day. She went to the ER and was given cream for the burns. She did not tell the salon about the burns, but says she won't go back. Her friends told her to call FDA who could do something about it. Inside the suntan booth she removed all her clothes and laid on her back in a bed covered with an acrylic plexi (shield) over the light bulbs. She said, however, that the light bulbs from above did not have the acrylic plexi covering the bulbs had. The time was set by the people outside the booth. She did wear goggles and after a day or so the pain went away.